Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter (pm) in a clearlink duo-vent secondary medication set. The pm was described as a black foreign material embedded inside the IV fluid path of the tubing. The event was observed before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H11: the actual device and photographs were received for evaluation. The returned photographs were reviewed, and it was noted that there was a black particle on the chamber; however, it was not possible to confirm whether the particle is inside the fluid path from the provided photographs. The actual sample underwent visual inspection with the naked eye, and a dark particle was observed in the chamber, specifically at the bottom part of the spike. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.